Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power loss alarm. Blood glucose level at the time of the incident was 489 mg/dl, which was treated with a bolus. Customer reported having a blood glucose level up to 500 mg/dl. Caller also reported a blank display and was shipped a battery cap. The insulin pump was not replaced or returned for analysis.